Event description:
The customer reported that during a cystoprostatectomy, it was noticed by the surgeon that the knife blade was loose inside the jaws during the first application. The surgeon opened a second instrument to complete the procedure. The device was returned for evaluation with a missing metal cutter pin.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.